Event description:
It was reported that the patient presented to the emergency room after falling off a ladder. Device interrogation showed the right ventricular (rv) lead was oversensing noise. It was also noted that the implantable cardioverter defibrillator (ICD) delivered an inappropriate therapy due to incorrect interpretation of signal. The rv lead was capped and replaced, and the ICD was electively replaced with no allegation of a malfunction. The patient was stable without any adverse events.